Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient saw a por code. The patient reported the patient programmer had a por message and tried to determine what it meant, and therapy had stopped that day. The patient said they had a return of pain when the device stopped working. The por was reported and was successfully cleared. Therapy was adequate at this point. The patient stated that they had left messages with the reps today.